Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin and was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery.